Event description:
It is reported that the patient was revised due to fracture of the femoral shaft.

Manufacturer narrative:
Evaluation summary: the patient was (B)(6), which results in a bmi of approximately 31.5. A bmi of over 30 is considered obese. The patient had a mis-step resulting in all of her weight being placed on the operative leg in combination with a twisting motion. The patient experienced immediate pain and was unable to ambulate. (B)(4) indicates that the device was not related to the event described. Revision operative notes state that the stem was easily removed because it had not grown in yet. Primary surgical notes do not indicate a cause for the event described. With the information provided, a conclusive root cause cannot be stated, however, it is likely that the patient's traumatic mis-step in combination with her excessive weight led to the femoral shaft fracture. Evaluation: review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Should additional substantive information be received, the complaint will be reopened.